Event description:
Pt called and wanted to know how to set meter back to mg/dl. Ccr assisted them in setting it back to mg/dl. Ccr spoke to pt in 7/2002 and asked them about going to the ER. Pt mentioned that in 2002, they went to the ER because they passed out and pt had been basing their insulin on the bg readings on their meter. Pt does not recall much on that date, but only knows they were treated with IV glucose and were released within a couple of hours. Pt mentioned that they only noticed last week that there was a decimal point in their readings. Pt does not know if the decimal point was there all the time. Pt did not think it was a big deal and only when they looked in their owner's manual they noticed that meter should be set to mg/dl. That was when the pt called lfs for assistance in setting meter to mg/dl. Pt did not have their meter handy to go review the memory of the meter.